Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose (bg) was in the 400's (mg/dl). Additionally, it was reported that customer had a low bg after the occlusion alarms. Customer declined to provide information regarding the event and declined to troubleshoot.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Functional testing was performed and no failure was identified related to the reported low blood glucose event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose of (B)(6) mg/dl was observed on (B)(6) 2018. Occlusion alarms were observed after the low bg on (B)(6) 2018. Following an occlusion alarms, tubing fill was performed. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.